Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence to review in the event history log. The visual inspection verified the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a bubbled downstream occlusion seal. No patient injury was reported.